Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
It has been reported that one bd vacutainer® safety-lok¿ blood collection set has been found experiencing difficult safety mechanism activation after use. The following has been provided by the initial reporter: material no. 367281; batch no. Unknown. It was reported that there was a needle stick injury. On (B)(6) 2018: lab (1) stuck after drawing blood with butterfly trying to engage safety.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd vacutainer® safety-lok¿ blood collection set has been found experiencing difficult safety mechanism activation after use. The following has been provided by the initial reporter: material no. 367281, batch no. Unknown. It was reported that there was a needle stick injury. (B)(6) 2018: lab (1) stuck after drawing blood with butterfly trying to engage safety.